Event description:
Surgeon inserted a ao60 25.0 diopter lens into the sulcus (os). This lens was noted to have a crimped trailing haptic. The incision was widened to 6mm and the lens was removed. Surgeon reported the second lens also did not fold correctly but this was noted before the lens was placed in the eye. The pt did not suffer any harm.